Event description:
Patient allegedly received an implant via right common femoral vein due to gun shot with open abdomen and diagnosis of deep vein thrombosis (dvt). Patient is alleging vena cava perforation and possibly embedded. The patient further alleges numb legs and arms, abdominal and back pain, knot over chest, nervous that filter will shift, constant fear for his life and physical limitations. Per a vascular study dated (B)(6) 2014, ¿the study demonstrates the following findings: deep venous thrombosis of the right lower extremity involving the posterior tibial, and deep venous thrombosis of the left lower extremity involving the profunda vein.¿ per a filter repositioning procedure dated (B)(6) 2014, ¿a filter retrieval set sheath was placed over its dilator, positioning the sheath above the filter. The dilator was removed. The snare was positioned and the ivc filter was captured and redeployed just below the renal veins within the ivc. Findings: aortogram demonstrates the ivc filter present within the right common iliac vein. Impression: successful uncomplicated transjugular repositioning of ivc filter.¿ per a computerized tomography (CT) scan of the abdomen and pelvis dated (B)(6) 2019, ¿a tent shaped inferior vena cava filter is identified in correct position with no fracture or deformity. There are 4 peripheral strut with a one grade 3 perforation at the left lateral strut with tip abutting or possibly imbedded within the wall of the aorta. There is no penetration. Other struts showing grade 2 perforation. There are 8 central struts with grade 1 perforation.¿

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, embedded, migration, deep vein thrombus, numbness, pain, knot in chest, nervous, fear, physical limits. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported numbness, pain, knot in chest, nervous, fear, physical limits are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No other complaints on lots. Product is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."